Event description:
Terumo received the following information. It was reported that the attachment point of the needle (orange hub) is attached to an empty syringe; the needle itself is missing. The needle got stuck inside the patient while injecting the drug. There was no patient injury reported. It is unknown what treatment/actions were taken. The final patient procedure impact/outcome is unknown.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: city, state, zip code, and phone number: unknown. E3: occupation: supplier quality specialist. The sample was not returned for investigation. Batch record review: the batch record for lot: 2501013 (kn2525rb) has been reviewed. Based on the description the failure mode is cannula broken. However, based on the picture, there is no remainder of glue present on the hub and the more likely failure mode is cannula missing. Based on these failure modes, the focus is on the needle assembly process. In process control: during needle assembly, as an in-process control, 40 assembled needles are visually inspected twice per shift (8h shift during the week and a 12h shift during the weekend). No needles with missing cannula were found. No deviations or abnormalities related to your complaint were noted during production. Our needle assembly machines are also equipped with 100% in-line vision inspection systems. The inspections will check cannula point and presence of glue cone. Thus, these inspection systems will indirectly check for presence of cannula in the hub. Each individual needle is inspected by both inspections, and hubs without cannula will automatically be ejected from the machine. Correct functioning of these in-line inspections is confirmed once a day during in-process inspections. At the end of the packaging line as an in-process control 50 pieces are visually inspected in every 10th shipping carton for empty packaging. No empty cases/missing needles were found. Additionally, 40 pieces are visually inspected approximately every 4 hours for empty cases, during the packaging process itself, none were found. During the final inspection (part of the release testing) 1250 pieces (sampling according to iso 2859, (part. Level nii, single and normal) were inspected, no similar defect was detected. Complaint database: this is the !51 complaint for cannula missing or broken on lot: 2501013. The historical defect rate was reviewed for fy24 and fy25. 2 complaints were received each fiscal year for cannula missing resulting in (B)(4) complaints per million. There were 2 complaints in fy25 and 6 complaints in fy24 for cannula broken but here all complaints remained unconfirmed. Sample investigation: the complaint sample was not received but a picture was provided. The cap and case were already opened/removed (tamperproof evidence is broken) and a hub without cannula and no glue was present. Missing component is considered a ma·or defect aql 0,4 accordin to cps-1001 v6. Production investigation: the relevant production process step is the needle assembly machine. During this process step a hub is placed on a jig (metal transportation part), a cannula is glued in the needle shaft and siliconized. This needle is inspected, and the hub is fitted into a case. The semi-finished needle is bagged and transported to the next process step for labelling and packaging. The needle assembly machines are equipped with a double ejection station. The first ejection station is located just after the inspection drum. On this drum, three inline inspection systems are inspecting 100% of the products for presence of a glue cone, correct point dimensions and no blocked needle shaft. Samples which do not contain glue, or a cannula will be rejected by two of the three in line inspection systems on the inspection drum. The rejected products of this drum are ejected on the adjacent drum at ejection lever 1 (reject 1). After ejection lever 1 a sensor is present to check the proper functioning of the ejection lever. If this sensor detects a product that was not ejected but that is marked as nonconforming product in the shift register, it will signal to have this product be rejected at reject lever 2. Next, the semi-finished needles fall into a case on the next drum and subsequently are fitted into that case. Just before the final fitting step, a second ejection lever (reject 2) is present. All samples which were already marked as non-conforming in the plc before reject 1 will then be ejected at reject 2. Theoretically, multiple root causes are possible to explain the presence of a hub without glue or cannula before reject 1 but these products should be ejected at reject 1 or reject 2. After reject 2 there is again a sensor to check the proper functioning of the reject lever. If this sensor detects a product that was not ejected but that is marked as non-conforming product in the shift register, it will stop the machine and show an alarm message for the operator to manually remove this product from the line. The root cause for this failure mode has been simulated on the machine. A backlash in the gears caused by a sudden stop causes the machine to move slightly backwards which in turn causes the shift pulse sensor to get a false trigger. This sensor is located at the end of the inspection drum, and it is triggered when it sees a jig. The false trigger would only happen in specific circumstances. Only if a sudden and abrupt stop would occur which we see with emergency stops. And if at that time the laser sensor is pointing just at the edge of the jig and the backlash on the inspection drum would cause the jig to reappear in front of the sensor. The false trigger can then cause a shift in the shift register for the products on the inspection drum until reject 2. This shift could lead to a product being initially marked in the plc as a non-conforming product by the point inspection and/or glue inspection to become a conforming product that would not be ejected by reject 1 nor reject 2. To correct this error the shift pulse sensor will be replaced with an encoder on the inspection drum on all needle assembly lines. An encoder is more sensitive in tracking the location of jigs. Machines with more backlash (na07 and nal 1) were identified and will be the first to be adjusted. Na13 is already equipped with an encoder. The risk of occurrence of the shift in the plc shift register is very low since this will only happen when a sudden and abrupt stop occurs, the shift pulse sensor is then pointing at the edge of a jig and backlash on the inspection drum would occur. Conclusion: based on the batch record review, the visual inspection of the retention samples, the production investigation and the complaint sample investigation, we confirm the complaint to be production related. A root cause related to our production activities could be simulated: a shift in the shift register caused by false trigger of the pulse sensor after an emergency stop on assembly line with backlash. Action will be taken by end of june 2026 on na line na 11 since this line is identified to be having more backlash, increasing the risk for this error to occur. The low complaint rate indicates that the risk for the occurrence of this defect is low and that no additional intermediate actions are required. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413.